Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had noise and high rated episodes at different times. The leads were capped and a single chamber pacemaker was implanted. No patient complications have been reported as a result of this event.